Event description:
It was reported that the patient experienced muscle spasm. Four iceforce 2.1 cx 90 degree needles were used to perform a renal cryoablation procedure. During the freeze cycle, the patient experienced muscle stimulation. The faulty needle was disconnected and the treatment proceeded using the remaining three needles. The case was completed successfully with no injury to the patient.